Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the experienced extrusion of the electrode lead into the ear canal.

Manufacturer narrative:
Per the clinic, a revision surgery to re-insert the implant into its old bone bed was performed on (B)(6) 2021. This report is submitted on june 03, 2021.